Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: puncture is made, catheter is advanced, return by both lumens, when infusing liquids there is a rupture and exit of the liquid through the union of the proximal lumen and the connecting cone.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: puncture is made, catheter is advanced, return by both lumens, when infusing liquids there is a rupture and exit of the liquid through the union of the proximal lumen and the connecting cone.